Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since there was a thrombus in the vessel post deployment per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Expiration date - unknown due to unknown product code and lot number. UDI - unknown due to unknown product code and lot number. Implant date - unknown due to unknown event date. Explant date - unknown due to unknown event date. Device manufacture date - unknown due to unknown product code and lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that during the deployment of the angio-seal vip device, the footplate knocked a piece of plaque off inside the vessel and migrated that plaque distally, resulting in thrombolysis of said vessel. The doctor felt as though the angio-seal footplate was too big. A thrombolysis was needed.